Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 421mg/dl. Troubleshooting was performed. Customer was advised on cleaning there serter. Customer declined troubleshooting for high blood glucose. Customer was advised a replacement would be sent. The product was returned for analysis.

Manufacturer narrative:
The information under this case was reported in error. This event has been reported under case (B)(4).

Manufacturer narrative:
Findings: evaluated 1 open/used quick-serter, performed visual inspection and insertion test using a new lab quick-set and an artificial torso. Quick-set was not inserted/released properly due to adhesive inside the serter¿s barrel.